Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reported that a patient presented with a vaginal infection approximately one week following episiotomy. The sutures were excised as a routine post-op procedure.